Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Patient had revision of right knee, an exchange poly was taken out and an extra large cs insert size 13 replaced cs insert originally implanted.

Manufacturer narrative:
Updated product information from known to unknown based on additional information. An event regarding revision involving an unknown duracon insert was reported. The event was not confirmed. The device was retained by the hospital. Conclusions: the exact root cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, x-rays, medical records, operative notes and clinical history are needed to complete the investigation for determining a root cause.

Event description:
Patient had revision of right knee, an exchange poly was taken out and an extra large cs insert size 13 replaced cs insert originally implanted.